Manufacturer narrative:
One opened and or used enlite serter was inspected and tested. The device passed per specifications, sensor was inserted and released properly.

Event description:
It is reported that a customer has been having issues with their sensor not releasing from the serter. The patient's blood glucose was unknown. The customer stated they went into a state of hyperglycemia. The customer was assisted with issue and was informed that the sensor needs to be replaced because the catch arm may be damaged or bent. The customer was sent new sensors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.